Event description:
It was reported the original procedure to implant the exlcuder bifurcated endoprosthesis was successful. However, the manufacturer was notified by the clinician at a later date the patient underwent a bowel resection because of bowel ischemia. The clinician believes patient anatomy was tortuous and advancement of the catheter, during the original procedure, threw an embolus causing the bowel ischemia. The clinician does not believe this to be related to the device and made no allegation of product deficiency.